Event description:
The physician reported that they thought the helix mechanism of the pacing lead may not have been functioning properly prior to lead insertion. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted. The helix could not extend or retract due to distortion and fracture of the distal conductor within the is-1 connector.